Event description:
The device was used to treat a pt in cardiac arrest. The device was connected to the pt and the analyze button was pressed. The device reportedly rendered a shock advised decision and began to charge up the defibrillator but allegedly stopped prior to reaching full charge and displayed a charge removed message. A second analysis was attempted with the same results. An advanced life support crew arrived and the pt was transferred to their defibrillator. The pt reportedly received two countershocks with the advanced life support crew's defibrillator. The pt was not resuscitated.